Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 to 105mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual test blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non- fasting and produced test results of 168 and 152mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2017. The meter memory was reviewed for previous test result history: (date / time not set correctly): (B)(6).